Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg. Tandem technical support (cts) reviewed pump data logs to determine a possible cause. Cts reviewed pump data logs and found that the pump performed as intended and the cause of the low bg was unknown.